Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on 24th november 2011. The history log showed the pad-pak was first installed successfully on the (B)(6) 2012 and that it had performed to specification up to and including the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device failed to power on. Upon further investigation it was found the pad-pak had fused. A test pad-pak was inserted into the device and the device leds illuminated however the device failed to power on. This indicates a fault and upon further investigation it was found that the fuse had blown. The device was disassembled for investigation and the capacitor was found to be bulging and vented. The capacitor being faulty would cause a short circuit and blown fuse in any installed pad-pak, therefore appearing to short out. The functionality of the circuit is tested before leaving heartsine it is therefore concluded that the component failed after dispatch from heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad appears to short out when new pads are inserted.